Event description:
It was reported that the patient was suspected of an infection following an explant procedure (MFR. Report number: 3006630150-2022-02937). No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018.